Event description:
It was reported that about 10 bd posiflush¿ sp pre-filled flush syringes nacl 0.9% had difficult plunger movement. The following information was provided by the initial reporter: the plunger gets stuck around two to three ml. This is very disturbing for the user as it makes them doubt the permeability of the line. This concerns about 10 syringes. In most cases the syringes were contaminated with blood so they were thrown away. I have one syringe in my room that is reasonably clean.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary a device history record review was completed for provided material number 306575 and lot number 2089645. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, our quality engineer team was not able to complete a thorough sample analysis.

Event description:
It was reported that about 10 bd posiflush¿ sp pre-filled flush syringes nacl 0.9% had difficult plunger movement. The following information was provided by the initial reporter: the plunger gets stuck around two to three ml. This is very disturbing for the user as it makes them doubt the permeability of the line. This concerns about 10 syringes. In most cases the syringes were contaminated with blood so they were thrown away. I have one syringe in my room that is reasonably clean.